Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-30867. Related manufacturer reference number: 2017865-2021-30869. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest, hypertension, and hypothyroidism. No additional information was reported.